Event description:
It was reported by customer that high failure rate is with door latch sear. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported issue of the door latch sear broken was confirmed and observed during the laboratory testing. No errors or malfunctions related to the issue reported were observed in the log review. The result of the laboratory testing of the suspect pump module determined that the sear was broken of the door latch assembly and detached completely from the door, which caused the safety clamp alarm. The results of maintenance tests on the suspect devices were observed within normal values. The suspect pump modules logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date and time was not reported. A review of the suspect pump modules error log showed an error code 240.4140 (sensor broken low failure) on 5 june 2025 at 6:30 am; but the malfunction was not related to the issue reported. At 4:14 am on 05aug2025 the pump module connected to the pcd (s/n: (B)(6) and labeled a. At 10:52 am the pump module was programmed a basic infusion with rate 50 ml/h and vtbi = 1000 ml. At 4:43 am on 06aug2025 the pump module was reprogrammed infusion with rate 50 ml/h and vtbi = 1000 ml. At 9:31 am the infusion stopped, and module was disconnected from the pcu. At 4:14:35 am - 4:19:15 am on 09aug2025 the pump module connected to the pcu (s/n: (B)(6)) and labeled a, no activity infusion was programmed, and the module was disconnected from the pcu. To ensure that bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visable surfaces, moving parts on the devices, power cords, and tamper evident labels. If you observe damge of and kind to the device or tamper evident labels, or find the device does not function as expected, return ir to biomedical engineering for repair. The bd alaris system¿ cleaning and disinfecting procedures state the approved cleaning solution for use are: clorox healthcare® bleach germicidal wipes, dispatch® hospital cleaner disinfectant towels with bleach and metrex caviwipes¿ bleach disinfecting towelettes. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: 16741127 (w/o: 02086469) the device was disassembled for this investigation. Please replace the door latch assembly. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable root cause for the pump module that had the door latch sear broken is being attributed to wrong use for the device and its incorrect cleaning, which caused it to be a high failure rate and safety clamp alarm. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that high failure rate is with door latch sear. There was no patient involvement.